Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to include the additional modified information received on 19 may 2021. Modified information was received from the clinical database on 19 may 2021. The severity value of event was changed from ¿moderate¿ to ¿severe.¿ the vasospasm event was considered serious; it was previously documented as ¿no.¿ vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient date of birth, weight, and ethnicity, were not provided. (B)(4). Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20c089av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning / advancing the devices through the vessel / arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study; the (B)(6)-year-old male patient presented with an acute ischemic stroke on (B)(6) 2020 and experienced severe vasospasm in distal a2 segment of the anterior cerebral artery (aca) during the mechanical thrombectomy procedure. It was reported that the vasospasm resolved on the same day with medication. According to the principal investigator (pi), the event was possibly related to the study procedure but not related to the study device. The following additional patient and procedural details were entered in the case report form (crf): the (B)(6)-year-old male patient with a past medical history of atrial fibrillation and hyperlipidemia presented with an unwitnessed wake-up stroke on (B)(6) 2020 with a national institutes of health stroke scale (nihss) score of 27, modified rankin scale (mrs) score of 0, and a modified treatment in cerebral infarction (mtici) score of 0. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20c089av) on (B)(6) 2020. The first pass made with the embotrap ii at the left m1 segment of the middle cerebral artery (mca) (12 min incubation) resulted in a mtici score of 2a with no clot retrieval. The second pass with the embotrap ii at the left m1 (3 min incubation) resulted in a mtici score of 2a with clot retrieval via the embotrap ii. Next, direct contact aspiration was applied at the left m1 for 3 minutes due to persistent clot which resulted in a mtici score of 2a with no clot retrieval. The third pass made with the embotrap ii at the left m1 (5 min incubation) resulted in a mtici score of 3 with clot retrieval via the embotrap ii. The fourth pass made with the embotrap ii at the left a2 segment of the anterior cerebral artery (aca) (7 min incubation) resulted in a mtici score of 0 with no clot retrieval. Next, direct contact aspiration was applied at the left a2 for 3 minutes due to persistent clot which resulted in a mtici score of 0 with no clot retrieval. The seventh pass was made with a 3mm x20mm trevo¿ retriever (stryker) due to persistent clot at the left a2 (7 min incubation) and resulted in a mtici score of 0 with clot retrieval in the aspirate. The eighth pass was made with the trevo retriever at the left a2 (9 min incubation) and resulted in a mtici score of 0 with clot retrieval via the stent retriever. Final/end of procedure mtici score was 3. During the procedure, all embotrap passes were made with an 8f flowgate2" balloon guide catheter (stryker) with an axs catalyst" 6 da catheter (stryker) via an 0.025 velocity¿ delivery microcatheter (penumbra). 24-hour post-procedure, the patients nihss score was 27. Modified information was received from the clinical database on 13 november 2020. The patient recovered from the vasospasm with sequelae on (B)(6) 2020. The severity of the event was changed from severe to moderate. The relationship to the primary study procedure value possible was changed to causal relationship. The relationship to the study device value not related was changed to possible. On 13 november 2020, the clinical study team provided additional information that indicated that the reported vasospasm occurred after the use of the trevo retriever in the a2 segment. However, the embotrap ii device was used for the first pass in that segment. As a result, the pi could not fully exclude its relatedness. It is possible that the embotrap ii device may have contributed to the vasospasm. No other cerenovus devices were used during the procedure. Redacted operative note was received on 16 november 2020. The (B)(6)-year-old male patient with a past medical history of atrial fibrillation status post ablation presented as a stroke alert for left middle cerebral artery (mca) syndrome. The patient was noted to not be waking up appropriately by his wife. The patient presented to the emergency department demonstrating left aca / mca clots. Cranial angiogram showed slow flow in the left anterior circulation with occlusion of the left distal m1 segment. There was no flow into the a1 segment. Using roadmap technique, through the balloon guide catheter, the catalyst 6 intermediate catheter was inserted over the velocity microcatheter and synchro 2 microwire. The microwire and microcatheter were then passed through the clot. The microcatheter was navigated into the inferior division m2 branch. The embotrap ii was advanced through the microcatheter and deployed across the clot, and the microcatheter was stripped. After three minutes of incubation time, the catalyst 6 was advanced to the level of the occlusion and the system was removed under manual suction. No thrombus was retrieved. Left internal carotid artery (ica) cranial angiogram showed partial recanalization of the m1 segment and the non-dominant superior division m2 segment with flow into the superior division (mtici score of 2a). Again seen was a distal a2 segment occlusion. Pass #2 was performed with three minutes of incubation time. Thrombus was retrieved with no interval recanalization. Thromboaspiration of the m1 occlusion was then performed for two minutes of incubation time, which resulted in no thrombus retrieval. Attempt #4 was performed with the same embotrap ii device at the inferior division m2 occlusion for five minutes incubation. Thrombus was retrieved with complete reperfusion of the mca territory. Again seen was a distal a2 segment occlusion. Mechanical thrombectomy / thromboaspiration of the a2 occlusion was then performed with the same embotrap ii device. During the incubation, 10mg of intra-arterial verapamil was administered through the catalyst 6 catheter. After seven minutes of incubation time, the system was then removed under manual suction through the inflated balloon guide catheter. No thrombus was retrieved. There was no recanalization of the aca a2 occlusion. A second pass was made at the a2 occlusion using the flowgate 2 balloon guide catheter with a sofia¿ 5f intermediate catheter (microvention) via the velocity microcatheter. The sofia catheter was advanced up to the thrombus, and pump aspiration was initiated. After three minutes of aspiration, the system was then removed under manual suction. No thrombus was retrieved. There was no recanalization of the aca a2 occlusion. Mechanical thrombectomy / thromboaspiration attempt #3 of the a2 occlusion was then performed using the 3mm x20mm trevo¿ retriever. The device was deployed across the clot and the microcatheter was stripped. At this point, another 10mg of intra-arterial verapamil was administered through the balloon guide catheter. A 3max (penumbra) catheter was advanced to the thrombus and was used to pin the thrombus between the stent retriever and intermediate catheter. The thrombus was retrieved in the stent retriever / 3max catheter; however, there was no recanalization of the aca a2 occlusion. The last pass was made with the trevo retriever. The thrombus was retrieved in the stent retriever / 3max catheter. There was partial recanalization of the aca a2 occlusion with distal flow into the pericallosal branch. Repeat angiogram demonstrated interval re-occlusion of the a2 segment. Given that significant thrombus was retrieved, it was hypothesized that there was significant vasospasm in the distal a2 segment. A phenom"21 microcatheter (medtronic) was advanced to the distal a2 and angiogram was performed, which confirmed focal severe vasospasm of the distal a2 segment. 10mg of intra-arterial verapamil was administered via the microcatheter at the point of vasospasm. At this point, it was decided to terminate the procedure. The patient was taken in stable condition to the neurointensive for further care. There was no evidence of non-target embolization.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional modified information received on 05-oct-2021. Modified information was received from the clinical database on 05-oct-2021. The severity value of event was changed from ¿severe¿ to ¿moderate.¿ there is no new information that alters the previous file type determination and/or reportability determinations. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.